Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized for two to three days due to low blood glucose; an ambulance took her to the hospital. The incident occurred one year ago. Troubleshooting was declined. The customer stated her insulin pump was either lost or stolen during the hospitalization. The insulin pump will be replaced.